Event description:
Pt is an experienced soft, disposable contact lens wearer and is experiencing odd mechanical failure with one lot of bausch and lomb soflens one day disposable contact lenses. The lenses are fracturing and leaving pieces in their eye. Pt has had four lenses out of 40 fracture and tear apart while being worn. The lenses are fresh and have not been subjected to any odd handling that pt is aware of.

Event description:
Add'l info rec'd from MFR 2/17/04: the device does not have a model or catalog number. The device lot number is r/060403/02a. Bausch & lomb has made repeated attempts to contact the pt for add'l info and return of the product in question for analysis. The pt has not responded to the requests. Therefore, no add'l incident info is available. Bausch & lomb has made repeated attempts to obtain doctor info. The pt has not responded. Therefore, there is no evaluation by a health care professional. No product is available for evaluation. The device history records of the lot in question have been reviewed and show that all requirements were met. Therefore, the causal factors cannot be determined and no conclusion can be drawn. Bausch & lomb was made aware of this event upon receipt of this report on jan 5, 2004. There have been no design changes or modification to the device that are related to the event. The lens is to be prescribed for single-use disposable wear. There is no established failure rate.